Event description:
Follow-up information revealed the company representative met with the patient for additional troubleshooting. However, the issue remains unresolved. The next course of action has yet to be determined.

Event description:
Follow-up information revealed no new interventions are planned at this time;

Manufacturer narrative:
Explant date is (B)(6) 2019, rather than (B)(6) 2019.

Event description:
It was reported the patient did not place the ipg into surgery mode following an unrelated surgical procedure on (B)(6) 2018. As such, the patient is unable to establish communication using the ipg. Troubleshooting was unable to resolve the issue. A company representative will follow-up with the patient as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy resumed post-operative and the issue is resolved.